Manufacturer narrative:
Date of event is approximate, only the year is known. Model number: 72400024, lot number: 862905007, model description: balloon fgs 61-70 cm. Model number: 72404127, lot number: 866883013, model description: control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence for which they were seen by their physician. Upon evaluation of the implanted artificial urinary sphincter (aus) it was found that the patient had developed a stricture under the cuff component. A surgical procedure was then performed to explant the aus in its entirety. Approximately 8 months later, the patient underwent a procedure to implant a new aus. There were no additional patient complications reported. The explanted components are not expected for return.